Event description:
On 12-jul-2024, accelus was made aware of an issue with an impant that a tulip came off a shank causing failure. It had separated. A revision surgery was needed due to pathology / fracture that occurred due to hardware failure from the first surgery and it is unknown the exact timing of that failure. The revision surgery took place approximately 7 weeks after the initial surgery (implant date: (B)(6) 2024, explant date: (B)(6) 2024). The rep reported, "I cannot answer if the patients was complaining. I do not know the answer. I do not know the outcome of the revision long term, but the information is that the revision was completed successfully but not sure if that was with accelus product or not." The failed product was removed.

Manufacturer narrative:
Based on the information provided and the engineering analysis, the 2 tulips returned confirmed the reported failure as the tulips were returned separated from the shanks. The split rings were deformed, however, that does not determine the devices to be nonconforming as they were subject to conditions of use (7 weeks of use and removal) and no evidence was identified during the DHR review and complaint investigation to suggest that there were manufacturing issues. The complaint does not present a significant risk to patient safety or device effectiveness. No trend has been identified per the review conducted in this complaint and engineering analysis. No further escalation is required at this time. We will continue to track and trend.